Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 498 with extreme fatigue, difficulty waking up, drowsiness and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to an alleged occlusion issue.